Event description:
It was reported " iab failed leak test". Additional information states that the iab catheter was removed and not replaced. No paitent injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) the lot number for the returned sample is 18f25h0056. Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 40cc inflation driveline tubing. Upon return, the teflon sheath was on the iabc. Bends to the central lumen were noted at approximately 24cm and 54cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the iabc cen-tral lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approxi-mately 4.5cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 52cm from the iabc luer. Some blood and debris were noted on the guidewire. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "persistent possible helium loss 2" alarm is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon re-lease; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further in-vestigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab failed leak test". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".